Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd fluid, abdominal pain and vomiting. It was confirmed the patient did not have peritonitis. The patient was hospitalized due to abdominal pain and vomiting. The patient began treatment with vancomycin injection (1gm, every 4th day, intraperitoneal, discontinued) and ceftazidime injection (500mg, once daily, intraperitoneal, discontinued) for the events. At the time of this report, the patient was discharged from the hospital and recovered from the events. On an unknown date, pd therapy was placed on hold and the patient was not willing to continue pd therapy. No additional information was available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that pd catheter was removed and pd therapy was discontinued by the caretaker (on an unknown date). It was further reported that there were no plans of shifting to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.